Manufacturer narrative:
The complaint of a blown fuse on an internal circuit board could not be confirmed or reproduced. This file was opened to document the issue that was reported. No testing could be performed since no device or logs were returned. No service history record or production failure record was performed since no source device serial number was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that the customer had issues with a fuse on an internal circuit board in the lvp ¿blowing¿ and preventing the lvp from connecting with the pcu. The fuse was replaced and returned to service. It was reported that no patient harm, delay, or serious injury had occurred.